Event description:
It was reported that he fixture mount hex broke off inside the implant. The surgeon had to go inside implant to remove. Stated possible damage to implant so it was replaced with another implant. Stated they had to take extra time to remove hex of fixture mount.

Manufacturer narrative:
Zimvie complaint (B)(4). Patient weight is not provided / unknown. Initial reporter¿s title, last name and email address are not provided / unknown. Additional 510(k) number is k101880.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimvie received one implant for evaluation. Visual evaluation was performed, a fracture has been identified on the mounts hex. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be determined. Therefore, based on the available information, a device malfunction did occur. The fracture has been identified on the hex. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.